Event description:
Electrical fire in the nursing facility caused multiple power fluxuations or surges causing the ventilator to cycle many time rapidly between d1 external a.c. Power to internal backup power. Causing ventilator to continuously alarm, to shut down and smoke to come out of ventilatordevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: support system problem. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.